Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). 78 days post procedure, (B)(6) 2022, during a follow up transesophageal echocardiogram (tee) a thrombus was discovered on the closure device. The patient declined the use of a blood thinning medication and was prescribed plavix and aspirin. No patient complications were noted.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). 78 days post procedure, (B)(6) 2022, during a follow up transesophageal echocardiogram (tee) a thrombus was discovered on the closure device. The patient declined the use of a blood thinning medication and was prescribed plavix and aspirin. No patient complications were noted. It was further reported in (B)(6) 2022 the thrombus increased in size. The patient was prescribed eliquis in response to the thrombus size increase.

Manufacturer narrative:
B5 event description updated.